Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 18-jan-2023. The most recent information was received on 01-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. B11719) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("very painful periods"), back pain ("low back pain"), fatigue ("permanent fatigue"), medical device discomfort ("discomfort") and hypertension ("hypertension"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, fatigue, medical device discomfort, hypertension or back pain. The reporter commented: all of these incidents occurred gradually but with increasing strength. Patient was hospitalized from (B)(6) 2018 for the treatment of symptoms potentially attributable to her essure devices, for a laparoscopic hysterectomy. The procedure was performed under general anaesthesia on (B)(6) 2018 and took place without complications. The post-operative follow-up was simple allowing for her to be discharged home on day 1, with prescriptions for analgesics and anticoagulants for a period of 2 weeks at a preventive dose. Lot number: b11719 manufacture date: 2013/03 expiration date: 2016/03/31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a female patient who had essure inserted (lot no. B11719) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea ("very painful periods"), back pain ("low back pain"), fatigue ("permanent fatigue"), medical device discomfort ("discomfort") and hypertension ("hypertension"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (essure removal, laparoscopic hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, dysmenorrhoea, fatigue, medical device discomfort, hypertension or back pain. The reporter commented: all of these incidents occurred gradually but with increasing strength. Patient was hospitalized from (B)(6) 2018 for the treatment of symptoms potentially attributable to her essure devices, for a laparoscopic hysterectomy. The procedure was performed under general anaesthesia on (B)(6) 2018 and took place without complications. The post-operative follow-up was simple allowing for her to be discharged home on day 1, with prescriptions for analgesics and anticoagulants for a period of 2 weeks at a preventive dose. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.